Event description:
The customer reported the system intermittently a precharge error and would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
The customer canceled the service call.